Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That during a surgery the rod reducer was not engaging well to the screw resulting in significant delay in the surgery. Related to 3004774118-2017-00127 and 3004774118-2017-00141.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The locking tabs at the distal tip of the instrument showed signs of wear but the overall mechanics of the instrument functioned well. It could not be determined if the deformation to locking mechanisms was a result of the complex reduction maneuver, repeated attempts to reduce the rod in surgery, or if some deformation was present before the surgery.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That during a surgery the rod reducer was not engaging well to the screw resulting in significant delay in the surgery. Related to 3004774118-2017-00127 and 3004774118-2017-00141.